Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (bg) of 40 mg/dl. Reportedly, customer is taking a new medication provided by their healthcare provider which has caused them to go low and needing setting adjustment. Bg was addressed by consuming 4 glucose tablets and drank juice. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.